Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient had some imbalance issue and fell backwards, caught herself, no problems in hip since then minor tenderness over trochanter, lumbar spine degeneration noted causing some decentralization of the trunk mass over the right hip. Xray: hip replacement in position with cerclage wires and no significant change in alignment or position of the components. The patient does have a greater trochanter fracture that¿s been noted prior with no further evidence of progression towards healing. The patient had acute onset of pain in her left hip. She returned and xrays identified a fatigue failure of the modular stem body junction of her zmr device. She had a revision to an arcos total hip revision system. She had no sign of infection at the time of the revision.   Part and lot identification are necessary for review of device history records, neither were provided.   A definitive root cause cannot be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02233.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial left total hip arthroplasty approximately 14 years ago with a metal-on-metal construct. The patient was revised approximately 6 or 7 years later due to pseudotumor. Initially, only the head was exchanged for a large poly head. There was still corrosion occurring at the taper of the neck and body junction, so the patient underwent a second revision. Subsequently, the patient was revised on an unknown date approximately 4 years ago due to fatigue failure of the modular stem body junction. Attempts have been made and additional information on the reported event is unavailable at this time.